Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several no delivery alarms. The customer's blood glucose reading was 15 mmol/l. The customer stated that the device continued to alarm no delivery even after changing the entire set. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, however, nothing was returned for analysis.